Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had multiple nuisance alarms when the patient would move her arm or reposition. Although the patient expired, the customer stated it was unrelated to the nuisance alarm event.